Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2023, a pseudophakic patient's subluxated intraocular lens from another manufacturer was replaced with a light adjustable lens (lal, sn (B)(6) , +8.0d) via scleral fixation. The patient completed all light treatments two months later with an uncorrected distance visual acuity of 20/15. Approximately 14 months later, the patient underwent a secondary procedure to reposition the implanted lal using sutures. This intraocular lens repositioning resulted in a change in uncorrected distance visual acuity and manifest refraction. On (B)(6) 2025, the physician elected to explant the lal (sn (B)(6), +8.0d) and implant a new lal (sn (B)(6), +8.0d) as a replacement..